Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter migrated to the renal artery and caused kidney failure. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four days of post deployment, patient underwent gastric bypass surgery and on day three post-operative, a computed tomography of abdomen was performed, which showed that the filter was appeared to be suprarenal and appeared to have migrated. Around, four days later, an ultrasound duplex lower extremity showed positive for bilateral deep venous thrombosis in the right and left lower extremities extending from the common femoral vein through the popliteal veins. On the next day, an x-ray abdomen was performed for filter migration. The study showed that the filter was poorly visualized but appeared to be at the l1-l2 disc space level. On the same day, patient underwent thrombolytic therapy with tissue plasminogen activator (tpa) through the right jugular vein approach. Around, three days later, an inferior vena cavogram was performed which showed inferior vena cava clots from the filter extending into the bilateral iliac wings, right more than left with patent renal veins. Around nine days later, patient was planned for inferior vena cava filter retrieval for filter migration and thrombosis. A diagnostic venogram was performed which showed patency of the renal veins as well as patency of the inferior vena cava distal or caudad to the filter. At that point, multiple attempts were made at trying to retrieve the filter using a snare device. Multiple projections were shot however it appeared that the filter was tilted with the cephalad tip abutting the wall of the inferior vena cava and were not able to capture the filter. At that point, we stopped the procedure with plans for an attempted using two approaches from the groin and from the neck. Around five days later, patient was planned again for inferior vena cava filter removal. Through the left common femoral vein approach, a venogram was performed which showed patency of the inferior vena cava below the stent as well as patency of both renal veins. At that point multiple attempts were made at trying to move the inferior vena cava filter, which appeared abutted against the inferior vena cava wall in a poor to snare this device. We tried to sandwich a balloon between the wall and a filter in order to straighten the filter. After an hour of trying this we were unsuccessful, and it was decided to abort the procedure. Around twenty-seven days later, a computed tomography of abdomen was performed to evaluate inferior vena cava filter. The study showed that the filter was appeared in suprarenal location and the filter was angulated/tilted and appeared to be greater than fifteen degree. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based on the provided medical records, there is no clear evidence to confirm the filter migration as medical record states that the filter was appeared to be suprarenal and appeared to have migrated. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter migrated to the renal artery and caused kidney failure. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.